Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual increase over time. A potential commanded shock was recommended. At this time no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed in order to evaluate the patient.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual increase over time. A potential commanded shock was recommended. At this time no changes have been performed. This lead remains in service. No further adverse patient effects were reported.